Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that when they programmed ins into MRI mode, caller reports they saw internal device, low battery message. They were redirected to their healthcare provider. On 2025-oct-27 additional information was received from the patient. They had to go to the emergency room on friday ((B)(6) 2025), they were there overnight and they were going to do an MRI and when they tried to put it into MRI mode, they successfully got it in MRI mode but it said the internal device battery is low which is not understandable. Patient said they called their doctor and the doctor said they should call because in 2.5 years the battery should not be low. Asked patient if they had any other medical tests or procedures, no falls, no traumas, no other medical tests or procedures but they have had some mris. Reviewed some interstim battery longevity information and redirected to their doctor.